Manufacturer narrative:
(B)(4). The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in an unspecified artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the foot did not retract. A surgical cut down was performed to retrieve the proglide device. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). The reported patient effect of tissue damage is a known inherent risk of the procedure and the subsequent treatment appears to be related to circumstances of the procedure.

Event description:
Subsequent to the initially filed report, the following information was via a sus voluntary event report: while performing a tavar procedure in the hybrid or the perclose proglide device became stuck in the left femoral artery. This resulted in the need for the or (operating room) team to perform a surgical cut down to repair artery. The patient was discharged home 3 days after without further incident.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Returned unused, sterile representative samples were successfully tested and no malfunction was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.